Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump was unable to deliver a correction bolus to address blood glucose (bg) of over 500 mg/dl. A manual insulin injection was used to address bg. Review of the pump data logs by tandem technical support verified the pump performed as intended. Tandem technical support provided additional training in regards to bolus deliveries.